Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After the lead was cleaned at the distal end, the helix was able to extend and retract when torque was applied directly to the connector pin. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical test did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Correction: previous report was missing b2 - required intervention to prevent permanent impairment/damage (devices).

Event description:
It was reported that the patient presented for in-clinic follow up. Upon device interrogation it was discovered that the right atrial lead exhibited elevated capture threshold. A chest x-ray confirmed that the lead was dislodged. The patient was scheduled for replacement and the lead was explanted. The patient was stable.